Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A device alert was also noted. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility.